Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that found cmos checksum error on the ias computer. The cmos batter was replaced and the bios settings were configured. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: bi71000165. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system is seeing issues with the pendant displaying "system booting please wait". There was no patient present when this issue occurred.